Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Phone #(B)(6) ; UDI #: (B)(4).

Event description:
The customer contacted philips healthcare to report that the equipment is blocked. There was no reported patient involvement.